Event description:
It was reported that the customer's insulin pump kept alarming an error during the manual prime and had to keep programming the device. Advised the customer to revert to back up plan. The customer's blood glucose reading was 49 mg/dl. The customer stated that she does not know why her glucose is low when she has not eaten since the night before. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device passed the prime test and no error alarm noted.